Event description:
It was reported that the patient had underwent battery replacement. Intraoperatively, after the device was replaced, the generator was interrogated and high impedance was seen. The test resistor was used and the high impedance value was still seen (no confirmation on if system vs generator diagnostics were used). Other unspecified troubleshooting steps were performed and the high impedance was not resolved. The surgery was ended and the patient was scheduled for a lead revision at a later date. It was later reported that system diagnostics was performed with test resistor & not generator diagnostics. High impedance could not be detected on previous generator as it was at end of service. The surgeon claimed that they troubleshooted pin insertion. The suspect product remains implanted to date. No other relevant information has been received to date. No additional known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.